Event description:
A 3.0mm diameter x 8mm length ave gfx stent was inserted into a coronary artery after predilation with a 3.0mm diameter ptca balloon. The stent dislodged from the stent delivery system while attempting to track to the target lesion. The stent was successfully retrieved with a snare, and the target lesion was then treated with another manufacturer's stent. It is not known if the physician followed the instructions for use of the product; however, there is no product complaint and no further information from the user facility.